Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifiers. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no, expiry date), d.6a, d.6b, g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name); g4 (PMA/510(k)). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2018 - patient was diagnosed with incarcerated ventral incisional hernia thereby underwent open repair with implant of ventralex st mesh. Per operative notes, ¿a supraumbilical incision was made sharply through former scar. The hernia sac was dissected out. A ventralex st mesh was placed into the peritoneal cavity and secure it with sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with infection, recurrent ventral incisional hernia in the supraumbilical region, ventral incisional hernia in the suprapubic region, adhesions, thereby underwent laparoscopic repair with explant of ventralex mesh and implant of two synthetic mesh. Per operative notes, ¿a vertical midline incision was made overlying the supraumbilical hernia defect. The supraumbilical hernia sac was dissected out. There were dense adhesions into the abdominal wall, which were taken down entirely. Previously placed old mesh was excised entirely. A synthetic mesh was placed into the supraumbilical region and secure it with sutures. The suprapubic region hernia sac was dissected out. A synthetic mesh was placed into the suprapubic region and secure it with sutures.¿